Event description:
I used a product called serious skin care laser pen to get rid of facial hair and it badly burned my face. It is red and swollen and very painful. The reviews on this product are all the same. Women use this and it burns their skin and yet it continues to be sold. Dose or amount: small amount on finger. Frequency: once. Route: top. Dates of use: used only once 2008. Diagnosis or reason for use: had facial hair I wanted to removed. Event abated after use stopped or dose reduced? No.